Event description:
It was reported by the customer that they allegedly dropped a patient by missing a safety hook. The customer reported that the ambulance was parked on a grade at the hospital with a patient on the cot and as they came out of the back of the truck, the wheels swiveled and they missed the hook. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service representative. It was alleged that the cot missed the safety bar and dropped out of the ambulance with a patient. It was further reported that the ambulance was parked on an incline (left to right) which caused the cot and the patient to tip onto one load wheel high enough for the safety bar to miss the hook. The patient received scrapes that required medical intervention from the event. In addition, it was reported that there was only one user at the foot end during the unloading procedure. Upon evaluation, the field technician was unable to duplicate the alleged event and found no defects with the device. The issue was resolved for the customer by instructing the customer on how to properly unload the cot.

Event description:
It was reported by the customer that they allegedly dropped a patient by missing a safety hook. The customer reported that the ambulance was parked on a grade at the hospital with a patient on the cot and as they came out of the back of the truck, the wheels swiveled and they missed the hook. The patient received scrapes that required medical intervention from the event.